Event description:
In 2002, fire department paramedics responded to provide care to an adult victim of cardiac arrest. While performing their first defibrillation at 120 joules using adhesive defibrillation/pacing pads, the paramedics witnessed an electric arc emitting from the pad wiring assembly. A visual inspection revealed that the pad wiring had severed as a result of the arc. They noted no burns to the pt's chest from the arc. Paramedics replaced the pads with a new set and continued their resuscitation attempt, defibrillating several more times without further incident.